Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Should have been not returned to manufacturer but no and "device evaluation anticipated, but not yet begun" was selected in error.

Event description:
It was reported that the patient presented during a lead implant procedure. The lead exhibited high capture threshold and high pacing impedance. The lead dislodged and when placed again on same location, the helix failed to retract. The lead tip fell out of the myocardium. A different lead was placed on the same location and the procedure was completed successfully. There were no consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece. The reported events of high pacing impedance, high capture threshold and helix mechanism issue were confirmed. Visual examination of the lead found the helix was fully extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued and all of the inner coil filars were broken due to procedural damage. Electrical testing found an internal short due to the over torqued inner coil in the connector region. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported events of high pacing impedance, high capture threshold and helix mechanism issue were due to the inner coil/helix clogged with blood/tissue, the over torqued inner coil and all of the broken inner coil filars in the connector region consistent with damage occurring at the time of procedure.